Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly not complied with recommendations to resolve the issues. Additional information regarding treatment details and recipient status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing dizziness with simulation. The recipient had an ear infection in (B)(6) 2021 and started experiencing vertigo and dizziness shortly after. The recipient was prescribed antibiotics, however, the issue did not resolve. The dizziness is exacerbated with device use. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.